Event description:
It was reported that the micro introducer hub was separated from sheath. The patient went to interventional radiologist (ir) so that the sheath could be retrieved. The ir used a snare to remove the sheath from the patient. The patient was fine and had no complications. As per the additional information reported, the procedure performed was an ablation procedure through a venous femoral access site. The access was obtained via ultrasound and there were no issues in gaining access to the vessel with the micro introducer kit. The sheath was inserted with higher-than-normal sheer pressure due to the large patient pannus. There was no heavy calcification or scar tissue and there was no vessel injury from sheath separation.

Manufacturer narrative:
(B)(4). One-unit of mik hub, dilator and guidewire were returned to teleflex for evaluation. Blood particulates were noted on the units. No shaft lumen was observed on the hub. The separation appears to be a clean break from the hub. Unit was manufactured at tecate. A DHR review was completed. No issues or nonconformances were noted for the lot. One-unit of mik hub, dilator and guidewire were returned to teleflex for evaluation. No shaft lumen was observed on the hub. The separation appears to be a clean break from the hub. A picture was sent by the customer confirming removal of the shaft lumen. Additional information was requested. A response was received. Access was gained with ultrasound without any issues. The body habitus was an influential factor. Disproportionate amount of weight was distributed in the pannus. The sheath was subjected to more sheer pressure than nominal as the pannus was very mobile. No vessel injury noted. There was no heavy calcification or scar tissue. Based on the product evaluation, the shaft is likely not bonded correctly to the hub. Tecate was notified of the complaint and it is for further investigation, lot review and other testing.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that the micro introducer hub was separated from sheath. The patient went to interventional radiologist (ir) so that the sheath could be retrieved. The ir used a snare to remove the sheath from the patient. The patient was fine and had no complications. As per the additional information reported, the procedure performed was an ablation procedure through a venous femoral access site. The access was obtained via ultrasound and there were no issues in gaining access to the vessel with the micro introducer kit. The sheath was inserted with higher-than-normal sheer pressure due to the large patient pannus. There was no heavy calcification or scar tissue and there was no vessel injury from sheath separation.